Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigaiton is complete.

Event description:
As reported: physician reported that during an impella case, there was an advancement in the sheath issue. Patient is doing well today. Additional updated info on 04may2022: physician advanced another 14 fr manta having the same result. Physician then opened a 3rd 14fr manta and exchanged the manta sheath and was able to close successfully. Associated to: MDR 3010252479-2022-00215 manta.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a pvad (percutaneous ventricular assist device) procedure, a 14f manta was deployed for closure. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician was unable to advance the bypass tube through the sheath. The first 14f manta closure and sheath were removed and a new 14f manta closure and sheath (from the same lot number) was placed. Again, while attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician was unable to advance the bypass tube through the sheath. The second 14f manta closure and sheath were removed and a new 14f manta closure and sheath (from the same lot number) was deployed, successfully closing the access site. The IFU states in step 3 of inserting the device: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to MDR fu-3010252479-2022-00215 manta.